Event description:
Initiated on receipt of documentation concerning wrongful death product liability law suit. Legal complaint alleges that a pt expired due to unsafe product design by siemens. Pt was admitted for treatment of respiratory syncytial virus, placed on the sv300 ventilator and expired after about 13 hours of ventilation (32 hours post admission). Cause of death was (in the law suit text) stated to be "bilateral pneumothorax and a pneumoperitoneum caused by inappropriate mechanical ventilation". Discussions with facility risk management: risk management states the facility and involved physicians believed at the time, and continues to believe, that no ventilator failure or device performance issue was a contributing factor in this event. The facility is unable to determine which device, by serial number, was involved in this event. In that no ventilator failure was considered/perceived, the s/n assigned to treat this pt was not documented.